Manufacturer narrative:
Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensors glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and blood at the insertion site. The customer also reported a difference between sensor glucose and blood glucose values. The customer was treated for hypoglycemia with the discontinued use of the insulin delivery system. The event involved product(s) mmt-1884, mmt-342, mmt-441ag, and mmt-7040ma. Troubleshooting was partially performed for sensor glucose vs. Blood glucose values. Insulin delivery was not suspended. Blood glucose value was 67 mg/dl and sensor glucose value was 117 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.